Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a false elevated creatinine initial result of 5.22 for sid (B)(6), when processing on the architect c16000. The retest results were 1.05 and 1.03. Through troubleshooting, the cuvettes were pulled and a crystal screw on 62 and a nut on 128 were found. The customer pulled all samples that were run on cuvettes 62 and 128 (59 samples) and repeated them. Only the creatinine result discussed above was found to be discrepant. The customer also reported two errors 6506, cuvette integrity check failed, for cuvettes 128 and 62. No impact to patient management was reported.

Manufacturer narrative:
An investigation was performed for the customer issue and included a review of the complaint text, service history, historical data, and product labeling. An instrument service history review revealed no additional tickets associated with a damaged mixer and/or mixer screw or nut had fallen off. There were no service or complaint issues identified that could have contributed to the issue associated with the current complaint. A review of historical data for the part associated with this complaint revealed no adverse trend for the mixer list number 09d59-02 or 09d59-03. There were no systemic issues or adverse trends for the issue associated with this ticket. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was identified.